Event description:
Port-a-cath inserted without incident. Chest x-ray normal afterwards. Cath began leaking. A repeat chest x-ray showed cath had fractured and that a 3 inch piece of it was lodged in pt's heart, in the right atrium, required surgical intervention to retrieve the broken piece from the heart. The intervention took place via endovascular approach, the procedure was successful, and the pt does not appear to have suffered any sequelae because of it.